Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted, not implanted. The lead was inserted and had difficulty advancing through the subclavian vein. The lead was removed and the helix was partially extended. When the physician tried to retract the helix, it would not fully retract. As they were putting the lead into a bag, the helix was noted to be fully retracted without any other manipulation. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.